Event description:
.

Event description:
It was reported that during a low anterior resection procedure, connecting pin was loose; incomplete staple line; sutured by hand; temporary anus praeter. The temp anus was not planned; it is due to the unexpected failing of the staple line. No further information is available. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the customer noted that the push rod did not stay in position; it fell down before closing. The instrument did not close completely. It was a difficult operation surrounding (situs); the surgeon tried to fire the instrument. It showed that the instrument did not staple completely (the staples did not have a proper b-form). It was sutured by hand and for healing reasons a temp artificial anus was done.

Manufacturer narrative:
(B)(4). Device b: other # = f5wn5n (batch #); exp date = 09/07/2014, device available for evaluation = 8/2/2011, manufacture date: 10/7/2009, (B)(4). The analysis results showed that a second device (b) was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. Event could not be confirmed as the retaining pin worked as intended and the device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional and the retaining pin worked as intended. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.